Manufacturer narrative:
Patient is a (B)(6) female had l2-l3 standalone varilift placed (B)(6) 2016 for adjacent segment disease above l3-s1 fusion with pedicle screws. She came to clinic in wheelchair approximately 6 weeks postoperative ((B)(6) 2017). The patient was confused and disoriented. She was accompanied by family member who indicated she had multiple falls and was not able to walk. Patient was also being treated with antibiotics for a uti. All spinal implants, including pedicle screws from a previous fusion were observed to have migrated upon radiographic image review. Investigation is ongoing. Not returned to manufacturer.

Event description:
Report of varilift lx device migration 6 weeks post-op.